Event description:
It was reported the patient did not have effective stimulation coverage on her right side, and she reported the issue had occurred since implant. The physician performed a lead revision procedure on (B)(6) 2013. Follow-up indicated the patient is now receiving effective stimulation.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.